Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was attempted but could not be completed because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection was performed and confirmed the reported event that the receiver kept vibrating was confirmed. The root cause was determined to be a defective u4 component.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. Patient reported that while driving, they must have blacked out and pulled over to the side of the road and an ambulance was called. The patient was taken to the hospital and was told his blood glucose was at 29mg/dl. The patient was given an IV of glucose in the ambulance and patient was comatose. At the hospital, patient was given 2 cartons of milk and two peanut butter and jelly sandwiches. The patient was released around 8:30-9:00pm with a blood glucose value of 240mg/dl. At the time of the event, the patient's receiver was sitting on the passenger's side seat, in its case. Patient stated that the receiver failed them. At the time of contact, the patient was feeling okay. Additional event or patient information is not available. The receiver was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.